Manufacturer narrative:
Eval: results: a visual inspection of the returned product shows the lens is torn in half. Portions of the optic and a haptic are torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.

Event description:
The reporter stated that, the surgeon was inserting a three piece collamer lens model cq2015 and noticed the lens was torn. The lens was removed without enlarging the incision and was replaced with another collamer lens. No pt injury.